Manufacturer narrative:
Referring to the product inquiry the set screwdriver is the only reported device and thus considered the primary product. The catalogue number identified the set screwdriver returned being of current design version. As the review of the device history records revealed no discrepancies, we exclude deviations in manufacturing. Further, the device was documented as faultless prior to distribution and as it had been in use for a longer time (manufactured in 2011), we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. The set screwdriver received shows traces of long and intense use identified by the general appearance of the surfaces at the shaft and at the hexagon, which is covered with dents / impact marks; the edges of the hexagon are partly rounded. The flexible spring of the set screwdriver received is significantly uncoiled, which only occurs if the instrument is operated in counter-clockwise direction under high torsional force application. Most likely the presented damage occurred whilst attempting to unscrew the set screw under high torsional force application during nail (and lag screw) extraction procedure. In case of intended use such damage would not have occurred. It cannot be excluded that the set screwdriver had been pre-damaged during former extraction procedures. Nevertheless, although damaged, function of the returned set screwdriver was still given; a sample set screw could be inserted into a sample gamma3 nail without problems. This kind of instrument should be periodically visually checked and tested for functionality. Instructions for cleaning, sterilization, inspection and maintenance (l24002000) instruct: ¿visually inspect and repeat complete manual cleaning and disinfection if necessary. Inspection: for devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves. Note: stryker osteosynthesis usually does not define the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. In case of failure, the instrument must be replaced and not be used.¿ based on the above observations the root cause of the reported event is not linked to a deficiency of the device, but is rather related to a sub-optimal intra-operative procedure (possibly the instrument had been pre-damaged during former explantation surgeries). With regard to the high torsional load (in counter-clockwise direction) applied to the flexible part of the screwdriver the uncoiled spiral is considered normal wear. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It is reported by the nurse of the hospital, that the feather of the flexible screw driver broke. Replacement was available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the nurse of the hospital, that the feather of the flexible screw driver broke. Replacement was available.